Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 20 mg/dl, 23 mg/dl, 583 mg/dl, 227 mg/dl, 400 mg/dl to 600 mg/dl at the time of incident and the current blood glucose level was 446 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections and insulin pump for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal or slightly indented. Customer states no air bubbles were observed. Customer reports insulin exited at the quick release. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.